Manufacturer narrative:
Device evaluated by MFR.: the coyote es catheter was received inside a coyote es product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. The 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion however the balloon ruptured on the second inflation when it was inflated at 30 seconds at 8 atmospheres. The procedure was completed using a 4mm x 2cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. The 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the target lesion however the balloon ruptured on the second inflation when it was inflated at 30 seconds at 8 atmospheres. The procedure was completed using a 4mm x 2cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.